Event description:
Caller alleged discrepant results with the inratio meter compared to the lab. Results as follow: date (B)(6) 2012, inratio 0.9, lab 1.6. Pt's therapeutic range is unk.

Manufacturer narrative:
Pending investigation.